Manufacturer narrative:
Batch review performed on 25 march 2022. Lot 2106489: (B)(4) items manufactured and released on 29-jul-2020. Expiration date: 2026-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: early revision surgery, few months after primary, of a cemented tka due to difficulties in flexion. The new surgeon repositioned the femoral component, downsizing it by 1 size, and placed a slightly thicker insert, leaving the tibial component in place. This problem is not due to a device failure. Other device involved: batch review performed on 25 march 2022: gmk-sphere 02.12.0210fl tibial insert fixed sphere flex #2/10 mm l (k121416) lot 2104644: (B)(4) items manufactured and released on 08-jun-2021. Expiration date: 2026-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The femoral component and the inlay have been revised 4 months after primary, because the patient was not able to flex the knee and was not stable in extension. The femur was changed from a 2+ into a 1+ and the liner from 10mm to 12mm.